Manufacturer narrative:
Evaluation of the returned device shows spots of biofilm formation, most likely candida, on the sealing surface of the valve flap close to the valve hinge. The biofilm prevents the flap from closing, thus causing the leakage. Every voice prosthesis is tested for opening pressure during manufacture to ensure that all voice prostheses performs to specification when delivered. Leakage due to biofilm growth is not considered a product error. The intensity of biofilm growth into the voice prosthesis material varies depending on numerous factors such as food/drinking habits, usage of antibiotics, cleaning with brush/flush, ongoing candida infection, and more. Trouble shooting is included in the instructions for use as well as the instruction to plug the prosthesis and seek medical attention should leakage occur. However, as this unfortunate patient needed treatment for pneumonia which may have been caused by the device the event is reported.

Event description:
The voice prosthesis started to leak through the centre within 5 days of placement. The patient had to be treated by the family doctor for pneumonia/chest infection with antibiotics. When the patient arrived in clinic, attempts were made to clear the prosthesis in order to deal with the leakage - but the expected resistance from the valve flap was not encountered, and the prosthesis was replaced. Once removed it was examined outside the patient and the valve flap was found permanently open. The patient received a new voice prosthesis.